Event description:
It was reported that bd ultra-fine¿ insulin syringe thumb press was missing. This was discovered before use. The following information was provided by the initial reporter: thumb press was missing.

Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) loose 29gx12.7mm, 0.3ml bd insulin syringe. Consumer reported thumb press was missing. The returned syringe was examined and it was observed that the plunger rod was broken. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure (broken plunger rod). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: visual inspection of the picture found (1) syringe with a broken thumbpress. The thumbpress is broken off of the plunger rod. The cap is pictured, with no obvious damage. Process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries could not be looked at as no lot number was provided. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra-fine¿ insulin syringe thumb press was missing. This was discovered before use. The following information was provided by the initial reporter: thumb press was missing.